Manufacturer narrative:
Device expiration date is unknown; however, the complainant reported that the device was used prior to the expiration date. (B)(4) - medical intervention required; stomach discomfort. (B)(4) - the reported issue of stent migrated. The reported issue of stent blocked/occluded. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a cancer patient, in order to relieve an obstruction, during an esophagogastroduodenoscopy procedure on (B)(6) 2010. According to the complainant, the patient suffered from esophageal adenocarcinoma. The patient received chemotherapy and radiation treatment. Post procedure, on (B)(6) 2010 the patient presented with nausea, vomiting, and stomach discomfort. Upon examination of the patient's stomach and esophagus, the proximal portion of the stent was observed to have migrated to the gastro-esophageal junction, allowing extra stent to protrude into the stomach. The doctor attempted to remove the stent; however tumor in-growth in the proximal end of the stent impeded removal. To avoid trauma, further attempts at that time were not made to remove the stent. At a later date, the stent was able to be removed with minimal manipulations by a different physician. The physician stated that after the patient underwent chemotherapy and radiation, the esophageal obstruction from the malignant tumor subsided; however, the patient still has cancer/malignancies in other parts of his body. In the physician's assessment, the elimination of the obstruction caused the stent to migrate. The exact explant date in unknown; however, it was sometime after the stent was found to have migrated and become blocked with mucosal in-growth. The stent was disposed post explantation. The patient's symptoms (nausea, vomiting and stomach discomfort) have been resolved, and the patient is currently in better health and is doing much better. No further interventions are planned at this time. If the patient's esophageal cancer comes back, another stent will be implanted.